Manufacturer narrative:
Additional, corrected, and/or changed data: b3

Event description:
Healthcare professional reported a patient was implanted with a xen®45 gts in the left eye. Patient would have low iops of 4mmhg on post-op day 1 and 2mmhg in post-op weeks 1-3. The iop would ultimately rise too high in post-op months 1&2 requiring needling. The xen was ultimately noted to be a failure to control the patient's iop in post-op months 1&2. Device remains implanted. This literature article was previously reported under MDR ID #3011299751-2023-00040. This MDR is being submitted for specifically for this patient that was additionally provided by the author.

Manufacturer narrative:
Article citation: lee, ian bs, et al. "Short-term outcomes of xen 45 gel stent ab interno versus ab externo transconjunctival approaches." J glaucoma. 2023 mar 13. Doi: 10.1097/ijg.0000000000002208. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was implanted with a xen®45 gts in the left eye. Patient would have low iops of 4mmhg on post-op day 1 and 2mmhg in post-op weeks 1-3. The iop would ultimately rise too high in post-op months 1&2 requiring needling. The xen was ultimately noted to be a failure to control the patient's iop in post-op months 1&2. Device remains implanted. This literature article was previously reported under MDR ID #3011299751-2023-00040. This MDR is being submitted for specifically for this patient that was additionally provided by the author.